Event description:
It was reported that the customer has passed away in a hotel room. The cause of death was inconclusive. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that they were not sure whether the customer used sensors, but they think the customer may have used them. The caller stated that she will call back to provide further details regarding the customer's death. She agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned with a depleted (B)(6) alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned a with depleted battery installed.